Event description:
An incident was reported in which a patient was using an unspecified renasys device to treat a recently debrided abdominal wound. On (B)(6) 2016 a visiting sales representative noted that the dressing was not correctly sealed and the device was turned off. The nurses present confirmed that the dressing had not been changed for approximately 8 days. The wound was damaged and the patient was unclean. A nurse from the healthcare facility took over the treatment from this point and renasys therapy was stopped. The tissue viability team later informed us that the patient has died due to sepsis of the wound.